Event description:
The catheter was found to be broken and was surgically removed from the pt.

Manufacturer narrative:
Conclusion: we were unable to perform a root cause analysis as the actual sample was not returned and no representative units were returned for eval. The device history was reviewed for reported lot number 7080167 and no irregularities were noted during the lot's MFR. Date submitted: 26 october 2007.